Manufacturer narrative:
Investigation: per the gastrofil was increased to 1200 mcg and a third dose of plerixafor was given as part of a pre-planned protocol. The patient was mobilized without chemo using grastofil and plerixafor. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a continuous mononuclear collection (cmnc) procedure on a spectra optia device they noticed a mis-assembly of the cmnc set. The operator observed a leak in the plasma line and plasma was flowing to the ground as there was an unsealed opening in the collection circuit at the plasma collection line. The device did not alarm during the procedure or during prime. Per the customer, because the set could not considered functionally closed and they were not able to use the product collected due to concern for contamination. The collected cells were quarantined until testing is complete. Results of the testing are currently not available. The customer reported that they were required to re-mobilize the patient with plerixifor for a third day of collection, patient is reported to be stable and the cd34 cell count was dropping. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during a continuous mononuclear collection (cmnc) procedure on a spectra optia device they noticed a mis-assembly of the cmnc set. The operator observed a leak in the plasma line and plasma was flowing to the ground as there was an unsealed opening in the collection circuit at the plasma collection line. The device did not alarm during the procedure or during prime. Per the customer, because the set could not considered functionally closed and they were not able to use the product collected due to concern for contamination. The collected cells were quarantined until testing is complete. Results of the testing are currently not available. The customer reported that they were required to re-mobilize the patient with plerixifor for a third day of collection, patient is reported to be stable and the cd34 cell count was dropping. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the gastrofil was increased to 1200 mcg and a third dose of plerixafor was given as part of a pre-planned protocol. The patient was mobilized without chemo using grastofil and plerixafor. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the microbial contamination results were negative. No further reporting will be provided as this does not represent a reportable event.